Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0865 inches. No pump error 82 noted during testing. Motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received hrm task did not grant motor power in reasonable time. Customer¿s blood glucose level was unknown. Customer was able to rewind the insulin pump but failed during displacement test. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.